Event description:
It was reported the handpiece would not register the on generator. It was inpsected and no physical problems were found. There were no other details available other than there was no pt consequence. The device will be returned.